Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (monitor resetting) was confirmed. Upon investigation the monitor was intermittently resetting. The cause for the power up failure was isolated to a corrupted sd card. The root cause for the defective sd card could not be positively identified. No adverse event resulted from the defective sd card.

Event description:
A zoll distributor returned monitor sn (B)(4) and reported that the monitor was resetting.